Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top packaged (p/n 441385, (B)(6) ). Customer indicated about the false negatives. No erroneous results were reported to doctors, and patients were not impacted. The bd field service engineer was dispatched and discovered that due to the epicenter connection failure, the instrument was in degraded mode, 9 vials were removed, re-inserted after one day which caused reading gap resulting in false negatives. This is an unconfirmed failure of the bd product. DHR review is not required for this complaint. The complaint was evaluated through other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was customer workflow induce. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false negative result was obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false negative result after one day ( 5 days protocol )".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false negative result was obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false negative result after one day (5 days protocol)."